Event description:
A data error alert was reported by the customer after the pump's ship date. The customer's blood glucose level was recorded at 287 mg/dl, which was within the expected range. Technical support decided to replace the pump, advising the customer that it could still be used in the meantime. The customer understood the instructions, which included how to store the pump and return it within 10 days using a pre-paid label. A replacement pump was sent to the customer.